Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient had an initial right knee arthroplasty and subsequently, the patient is being considered for revision due to instability as the fell tearing his posterior cruciate ligament (pcl). However, no revision procedure has been reported to date.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was confirmed as confirmation that the revision procedure occurred was received. No product was returned; visual and dimensional evaluations could not be performed. Device history record was reviewed and no discrepancies were found. Medical records were not provided. Per the persona knee system package insert, the persona cr implants are intended for use when a functional pcl exists. Condition of the patient's pcl could not be confirmed at this time. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). UDI # (B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product has been discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient had an initial right knee arthroplasty and subsequently, the patient was revised 20 months post op due to instability as the fell tearing his posterior cruciate ligament (pcl).